Event description:
The device was used during a coronary artery bypass graft procedure. It was reported by the rep that the clips were scissoring when applied and clips falling off after applied. Prolonged o.r. Time of five minutes. There was no consequence to pt.